Manufacturer narrative:
The complaint was confirmed.  The proposed root cause is events related to the procedure, due to the patient anatomy. The doctor stated that when the embol-x device was removed there was a ½ sugar cube size clot caught in the net. A clot this size is an abnormal operational event. (No other reports of clots that size or greater). It is suspected that the doctor broke the prongs of the device when he was attempting to retract the filter, with the large clot. The clot is estimated to be larger than the ID of the cannula so it was impossible to retract the filter into the cannula. Thus applying a very large force to the prongs holding the filter on. However other possible root causes include, incorrect prep of device, damage upon shipping, damaged during the manufacturing process.  The manufacturing team was made aware of the complaint, in order to increase awareness of the complaint, and possible defects. However the complaint does not warrant a CAPA. Trends will continue to be monitored through the edwards quality system.

Event description:
It was phoned in by the perfusionist that the embol-x aortic cannula filter got stuck in the cannula during the removal process. The case went as planned until the surgeon was retracting the filter from the cannula at the end of the case, he felt resistance. When he tried to remove the device he saw only two prongs on the filter. He then stopped with the removal process. At this time, the patient's arterial pressure "flat lined" and the patient was placed back on bypass. The surgeon used echo and opened the patient's aorta. Upon this he found the filter's net hanging by two distal prongs with a "1/2 sugar cube" size blood or plaque clot. "The net did its job" and the surgeon stated that "is why we couldn't remove the filter." It was reported that the patient "did not have a history of a-fib or clot in ventricles". Protamine was not given. The package was not retained, the lot number is unknown. The patient is "doing fine today and experienced no deficit" as a result.

Manufacturer narrative:
The device is currently under evaluation into root cause.